Manufacturer narrative:
We received one 30cm m/f red stripe pressure tubing with attached 3-way stopcock and non-edwards IV catheter for examination. The pressure tubing was detached from the distal male connector which was connected to the IV catheter. Presence of bonding material was visible on bonding areas of both the male connector and pressure tubing. Pressure tubing outer diameter near the point of detachment was within specification. The inner diameter of the detached male connector was not able to be measured due to presence of dry blood residues and bonding material at bonding area. The reported event of "crack in the pressure line stopcock" was not confirmed. No visible damage was observed from pressure tubing, tubing connectors or 3-way stopcock. No leakage was detected from pressure tubing and attached stopcock. There were small stress cracks on the hub of IV catheter; however leakage did not occur from the stress cracks during leak test. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The 510k number as this is a customer defined product. Other possible lot number 60186540- manufactured 11/06/2015, expiration date 11/05/2017.

Event description:
It was reported that there was a crack in the pressure line stopcock next to the dpt housing. Furthermore, as the catheter was already placed in patient, there was arterial bleeding from the crack. The amount of blood loss was unknown but there was no need of transfusion due to this issue. There was no medication loss as this was an arterial catheter and not a venous catheter. There was no error message reported, only that the waveform and values were not displayed anymore. Finally, removing the catheter the issue was solved. The dpt is available for evaluation.